Event description:
It was reported the patient's pain levels were quite high even though he had the device implanted. The hcp decided to replace the pump due to a recall. During pump replacement surgery, the hcp told the patient he discovered that the pump was "disconnected in my spine". His recovery from surgery was very difficult because of his reflex sympathetic dystrophy. The patient reported that since the pump was replaced, "it seems to be working ok". The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.